Event description:
The customer reported medication infusion via secondary tubing was infusing faster than what was programmed on the IV pump. Desmopressin 2 mcg in 50 ml ns was programmed to infuse over 30 minutes. When the infusion was stopped and the primary tubing was replaced, the infusion flowed correctly. The primary nurse did not witness the secondary medication backflowing up the primary tubing. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with the investigation results should the affected product be received for evaluation.